Manufacturer narrative:
The local area field representative was contacted for additional information regarding initial reporter name and troubleshooting/actions taken. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy defibrillator (crt-d) system revealed oversensed noise with pacing inhibition during a procedure. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding initial reporter name and troubleshooting/actions taken. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electrogram (egm) review of this cardiac resynchronization therapy defibrillator (crt-d) system revealed oversensed noise with pacing inhibition during a procedure. This crt-d remains in service. No adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited greater than two seconds of pacing inhibition, secondary to the oversensed noise from the procedure. This crt-d remains in service. No additional adverse patient effects were reported.